Manufacturer narrative:
(B)(4). Device evaluated by manufacturer. Actual device evaluated, visual inspection, quality control review. The preliminary investigation results have been sent today. We will update later if any further information is determined. This event is currently under investigation.

Event description:
It was reported that during an unspecified procedure using a flexor shuttle tibial guiding sheath, the junction fractured when the end user screwed the side-arm valve of the sheath to the check-flo valve. At the time of this report, patient outcome is unknown.

Manufacturer narrative:
Investigation - evaluation. A review of the complaint history, specifications, trends, quality control, and visual inspection of the returned device was conducted during the investigation. One flexor shuttle tibial guiding sheath was returned for evaluation. Visual inspection of the device revealed the hub was separated from the flexor sheath. The flare of the flexor was noted to be of adequate size, though slightly deformed. This is indication that the flare was securely seated between the cap and adaptor. A document-based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Based on the information provided and the results of the investigation it is feasible to suggest the device met resistance beyond its intended design. The most likely root cause of the reported failure may be related to user technique. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.